Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown.

Event description:
It was reported when using an unknown bd blood transfer device holder was not filling properly. There was no report of impact to patient or user.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2023-02302 was sent in error. The product is made in juncos. Therefore this MDR will be cancelled, and a new MDR will be created with the correct manufacturer site. H3 other text : see h.10.

Event description:
It was reported when using an unknown bd blood transfer device holder was not filling properly. There was no report of impact to patient or user.